Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger, ubd: asku, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the recharger telemetry module (rtm) was overheating and not charging the implantable neurostimulator (ins). It was noted that there was no damage observed with the rtm. It was unknown which part of the rtm was heating or whether the heating occurred in association with charging/attempted charging. It was also unknown whether any messages were observed with the issue. The rtm was replaced and the issue was resolved. No complications were reported or anticipated.